Event description:
The procedure was very painful, I was having bad cramps and other symptoms and nothing was done. I have gained excessive weight, severe back pain that wont go away causes me to hunch over, painful ovaries, uterus feels inflamed, my face is flushed, painful sex, bloated, leaky bladder, painful periods wish I never in a million years got this and I pray no one else does. Young women are having hysterectomies because of it. Please dont let anyone go through what I am. I want it out and the painful bumps appearing on my stomach to stop. (B)(4).